Event description:
It was reported that the patient presented to the ER with syncope. CPR was performed and patient was transferred to ICU. Intermittent undersensing was observed. Patient later expired. There is no allegation from a healthcare professional that the death was related to the device.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.